Event description:
Dexcom was made aware on 05/13/2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, inflammation, blisters, dry skin, drainage, and infection under the overlay patch, which occurred six days after the sensor had been inserted in the arm. Two photos of the skin reaction in the complaint record were reviewed. In the first photo showed more than 90% of the patch adhered to the skin. It could be observed that the sensor patch is covered with a yellowish drainage and there is visible skin striping around the patch. In the second photo the skin reaction was confirmed, consistent of an erythema extended beyond the patch perimeter with visible stripping and excoriation more denoted on the edge where the sensor adhesive was. In addition, it could be observed small bruises and wounds under the upper right side under the patch area. The reaction was treated with a prescription of oral antibiotic (amoxicillin with clavulanic acid). At the time of the report the patient was feeling good. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 05/13/2023, that on (B)(6)2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2023. It was reported that the patient experienced a skin reaction with itching, burning, inflammation, blisters, dry skin, drainage, and infection under the overlay patch, which occurred six days after the sensor had been inserted in the arm. Two photos of the skin reaction in the complaint record were reviewed. In the first photo showed more than 90% of the patch adhered to the skin. It could be observed that the sensor patch is covered with a yellowish drainage and there is visible skin striping around the patch. In the second photo the skin reaction was confirmed, consistent of an erythema extended beyond the patch perimeter with visible stripping and excoriation more denoted on the edge where the sensor adhesive was. In addition, it could be observed small bruises and wounds under the upper right side under the patch area. The reaction was treated with a prescription of oral antibiotic (amoxicillin with clavulanic acid). At the time of the report the patient was feeling good. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.